Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm during self test on second occurrence. Customer¿s blood glucose level was 100 mg/dl. Customer also reported that they received software error detected as well as insulin flow blocked alarm. Customer stated that the able to successfully clear the alarm. Customer did receive request to rewind pump. Customer was able to complete insulin pump rewind. Customer stated that the perform a self-test and the test was did not passed. Customer troubleshooting was declined for insulin flow blocked alarm. Customer was advised to the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number 5632 file number 2005 due to a software error. Hardware low level failures was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 6 of the ambient light sensor.